Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. After leaving the tandem wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies, the pump began charging, and no further assistance was needed.